Event description:
The quality engineering reported that during evaluation of the device at the laboratory, a mounting bracket was found to be broken. There was no patient involvement.

Manufacturer narrative:
The complaint was confirmed by laboratory analysis. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.